Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was reported on an online forum and provided to the manufacturer by a separate patient. No further information is available. The country the event occurred in is unknown. The explant date is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient¿s valve lost its setting 13 times. The patient reportedly kept clear of any magnetic sources. It was stated the patient had the valve removed and had not experienced problems with headaches or nausea following the removal.